Event description:
Dr. Attempted to pick up signal from savi scout. Team lead (tl) was called to the room.tl called the reps for saviscout. While talking with the reps, dr. Was able to get a faint signal from the savi scout machine and proceeded with the surgery start. During the surgery, the savi scout signal was intermittent. The second scout sensor would not transmit at all. Dr. Requested an ultrasound tech to help her locate the second saviscout sensor. U/s [ultrasound] tech scrubbed in and was able to locate the sensor with ultrasound.